Event description:
It was reported that xia 6.0 rod broke upon initial bend with french rod bender. This occurred while doctor was using french bender and another rod was cut and used.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records for the implicated lot were reviewed. The raw material met all compositional and mechanical requirements. The reported lot met all inspection criteria prior to release. The returned rod was analyzed by om, eds, and sem. There was no material or manufacturing defects observed during the analysis. The fracture surface was consistent with ductile overload in bending. The fracture initiated near the site of the laser marking. The laser marking was most likely on the tensile side of the bend, which is an orientation more, inclined to crack initiation. Conclusion: the most likely cause of the fracture is multi-factorial and includes contributions from the laser marking orientation, the french bender setting, and the amount of applied load.

Event description:
It was reported that xia 6.0 rod broke upon initial bend with french rod bender. This occurred while doctor was using french bender and another rod was cut and used.